Event description:
It was reported that a psychiatrist was not able to interrogate a vns patient using her programming system. The psychiatrist stated the last time the programming system was used was in (B) (6) 2009 on several patients without any issues. Further instructions were provided to the psychiatrist from the manufacturer to perform troubleshooting on the programming system. The handheld was unplugged from the ac power supply but the issue prevailed. In addition, the 9 volt battery pertaining to the wand was verified to be in good operating condition and several attempts to interrogate the patient's generator were made by positioning the programming wand on top of the palpated generator, but they resulted unsuccessful. Further information from the patient revealed that she was still able to perceive stimulation from the vns generator. The psychiatrist did not know the patient's current settings or last good diagnostics. A battery life approximation was performed, which indicated the patient's device had not met the end of service condition. Good faith attempts to obtain additional information from the treating psychiatrist resulted unsuccessful to date.